Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery due to a total fluid loss from the system. All components were removed and replaced. There were no patient complications.